Event description:
Event description cpi received information that this implantable pacemaker (ipm), implanted for 18 months, could not be interrogated during a routine follow-up. The device was explanted and replaced.